Event description:
Pt reported obtaining results of 715 and 719 mg/dl (device's numeric reading range is 10 - 600 mg/dl), while using the suspect device. While on the line with technical support, pt discovered that the device display is missing segments, causing blood glucose results to display incorrectly. Pt did not take any action based on results. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.